Event description:
Boston scientific received information that one day post implant, intermittent noise and muscle/pocket stimulation was noted on the right ventricular (rv) channel. Additionally, impedance measurements were less than 200 ohms when pacing was being delivered. A revision procedure was performed and the competitive rv lead was removed from service due to suspected insulation damage. A new rv lead was interfaced to this device and noise and low impedance measurements were still observed. Therefore, this device was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Testing and evaluation of the header and lead barrels found no irregularities. The rv pacing pulse in both unipolar and bipolar lead configurations was found to be out of specification. As viewed across a 500o load the rv pacing pulse was not normal in appearance and did not meet the electrical requirement. The ra pacing pulse was normal and met specification. Further testing at the hybrid level found that each time the rv pacing output pulsed across a 500o load there was high current. Closing the different rv pacing switches one at a time isolated the high current to the rv tip path to the rv blocking capacitor. Using photon emission microscopy (pem) the cause of the high current and rv output pulse failure to a transistor which is consistent with a gate oxide failure. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--